Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was pilot valve not shifting. Additional malfunctions were the tie wraps were defective.